Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. A functional evaluation was performed. The reported problem was confirmed. The drill passed kpc testing. During a case setup, the bur easily detached during the pull test. Disassembly revealed that there was no bearing retainer within the carriage. No debris was found inside the carriage. Swapping the carriage resolved the problem and the drill held the bur as intended during kpc and a case. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. According to document wi-301858, real intelligence hand piece assy (okc) rev 6, states that while using bearing retainer torque tool thread carriage bearing retainer into carriage and tighten to 20 ± 2 in-lb. Place bearing retainer on tool to insert into carriage. Note: do not drop retainer into carriage. We do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an assembly failure. Based on the available information, the complaint failure was deemed to be low risk, therefore, the need for corrective or preventive actions is not indicated. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, burr unlocked three times while doing femoral milling with the real intelligence robotic drill. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.